Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a ventricular assist device (vad). Approx 1 year post-implant, the perfusionist reported that the pt had ambulated to the restroom and was apparently found unconscious on the bathroom floor. The pt was subsequently taken to the ICU for further evaluation and care. Approx 5 days later, the pt was reported to have profound neurological decompensation. The pt expired on (B)(6) 2011.